Manufacturer narrative:
D9: device received on 3/24/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working properly. The device and software were updated and calibrated for better operation and to avoid future errors. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the pump was not staying on. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.